Event description:
I have had serious problems with the last 6 dexcom g7 sensors I've used. Failure during start up, none of them lasted 10 days and they are frequently over 100 points incorrect. Type 1 diabetes. Patient code: 4580 device codes: 1535, 1506. Reference report #mw5175065, #mw5175066, #mw5175068, #mw5175069, #mw5175070.